Event description:
It was reported that the device was unable to be interrogated remotely by rf telemetry. The transmitter was replaced and manual operation was attempted, but the problem persisted. A software download was performed and rf transmission was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.